Event description:
A customer reported that after an intraocular lens (iol) implant surgery, there were vacuoles on the iol. According to the customer, the vacuoles were acceptable and the iol would not be explanted. The customer was unwilling to provide further information.

Manufacturer narrative:
Evaluation summary: the product was not returned. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. The customer was unwilling to provide further information. (B)(4).